Event description:
Patient called stating he had a right hip replacement done on (B)(6)2010 and was revised on (B)(6)2019 due to a fracture. Patient stated he has retained an attorney and that his attorney will contact our legal department. *update 09jul2020: provided medical records and clinical review revealed that "p/o diagnosis: 1. Failed right tha 2. Periprosthetic femur fracture s/p explant 3. Metalosis from implant wear. " ... X-ray ... Complete disassociation of femoral head from femoral stem ... Extensive metalosis ... With fem. Stem explant ... Prosimal femoral fracture was incurred ... Retain acet. Component ... Fracture fixed with 4 synthes cables ..."

Manufacturer narrative:
Reported event an event regarding metallosis (excessive metallic debris), disassociation and periprosthetic fracture involving a citation stem that was mated with a lfit v40 cocr head was reported. The event was not confirmed. Method & results -device evaluation and results: not performed as product was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: " (B)(6)19 operative report (dictated (B)(6)19) 1. Revision right tha 2. Orif right periprosthetic proximal, femur fracture 3. Synovectomy for metalosis p/o diagnosis: 1. Failed right tha 2. Periprosthetic femur fracture s/p explant 3. Metalosis from implant wear. " ... X-ray ... Complete disassociation of femoral head from femoral stem ... Extensive metalosis ... With fem. Stem explant ... Prosimal femoral fracture was incurred ... Retain acet. Component ... Fracture fixed with 4 synthes cables ..." Components changed to rest. Mod stem size 9 155 stem, 36/+2.5 lfit head, 36/10 degree x-3 insert. Uncomplicated surgery. No clinical or pmh, no patient demographics, no primary tha operative report, no imaging studies, no lab or pathology reports, no exam of explanted components. Based upon the information available for review, no confirmation of the event description or creation of a medical report is possible for this case." -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: it has been confirmed that the mated lfit v40 cocr head has been identified to be within scope of nc/CAPA. The event is most likely caused due to the mated metal head. Clinician review indicated that no confirmation of the event description or creation of a medical report is possible for this case. No further investigation for this event is required at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned

Event description:
Patient called stating he had a right hip replacement done on (B)(6) 2010 and was revised on (B)(6) 2019 due to a fracture. Patient stated he has retained an attorney and that his attorney will contact our legal department.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a citation stem was reported. It was not clear if it is a device fracture or bone fracture. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating he had a right hip replacement done on (B)(6) 2010 and was revised on (B)(6) 2019 due to a fracture. Patient stated he has retained an attorney and that his attorney will contact our legal department.